Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received. The cause of the reported communication issue and subsequent delay remain unknown.

Event description:
Related manufacturer ref# 2030404-2022-00011. During the atrioventricular nodal reentrant tachycardia procedure, a prolonged procedure occurred. Every time the mapping catheter was turned/steered the catheter stopped responding and the display monitor would restart and say ¿initializing transducer¿. The mapping catheter was replaced and the issue was resolved. The ablation catheter had a display issue and the catheter was exchanged, but the issue persisted. Upon further troubleshooting, the rf cable between the tactisys and the rf generator was exchanged and the issue was resolved. The procedure was completed without any patient consequences.